Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a visit, noise was noted on the rv channel. The noise was present on a vf episode. The device did not deliver any shocks due to return to sinus. Noise was reproducible with arm movements. The physician opted to reprogram the device's sensitivity and monitor the lead.